Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when using the disposable, the first and 3rd hole performed well. The second hole did not go as planned: it took way to long, when the doctor stopped and had a look, it only went half through and not completely (and the disposable did not stop). No further injury or something like that, but because of the history with this disposable they are very anxious to have a dura tear or a plunge. As mentioned, the third hole performed well. It was reported that the patient was alive no injury.

Manufacturer narrative:
H3: product analysis :evaluation couldn't able to reproduce the reported malfunction of continuous to run. No additional failure found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when using the disposable, the first and 3rd hole performed well. The second hole did not go as planned: it took way to long, when the doctor stopped and had a look, it only went half through and not completely (and the disposable did not stop). No further injury or something like that, but because of the history with this disposable they are very anxious to have a dura tear or a plunge. As mentioned the third hole performed well. It was reported that the patient was alive no injury.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, device evaluation anticipated, but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when using the disposable, the first and 3rd hole performed well. The second hole did not go as planned: it took way to long, when the doctor stopped and had a look, it only went half through and not completely (and the disposable did not stop). No further injury or something like that, but because of the history with this disposable they are very anxious to have a dura tear or a plunge. As mentioned the third hole performed well. It was reported that the patient was alive no injury.